Manufacturer narrative:
Additional manufacturer narrative: still fluoroscopic images were returned for evaluation. The images show frame fractures on the circumference of the right atrial disc at 9 and 3 o'clock. The fractures allowed the superior portion of the right atrial disc to overlap inferiorly onto itself. The device appeared to be stable.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. (B)(4).

Event description:
It was reported the physician implanted a gore helex septal occluder to close a patent foramen ovale (B)(6) 2013. The patient has recently experienced shortness of breath, and a transcranial doppler study was performed. The study results suggested a septal shunt. Echocardiography was performed and did not confirm shunting across the septum. An x-ray was performed and a right atrial disc frame fracture was noted. The patient was prepared for transcatheter septal interrogation. The physician advanced a guide wire to the septum and attempted to find an opening; however, the device appeared to be stable and to have maintained septal closure. The interrogation was completed without issue and it was determined the patient's symptoms are a result of lung disease.